Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-59885.

Event description:
The customer reported via phone call that she had a low battery warning for the past 2 days and today she got a low reservoir warning after lunch. Customer stated that the reservoir was empty and she had a no delivery alarm. Customer's blood glucose reading was 519 mg/dl. Customer's current blood glucose reading is 262 mg/dl. Customer was reporting a past event. Customer stated that the alarm did not occur during manual prime. Customer declined to be sent replacement infusion sets. Customer was advised that the no delivery alarm was due to the reservoir being empty.